Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2500mcg/ml at 1693.7mcg/day via an implantable pump. A premature pump motor stall occurred. The environmental, external or patient factors that may have led or contributed to the issue was they were using a high rate of off label high concentration drug. The diagnostics and troubleshooting performed was pump interrogation to determine cause of alarm sounding from the pump. The actions and interventions taken to resolve the issue was surgical intervention. The pump was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.